Event description:
Litigation alleges the patient suffers from pain. Update rec'd 2/24/2015 - sales rep reported revision surgery. Patient was revised to address pain and loosening of the srom sleeve. The sleeve is now being added to the complaint.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert, however, this device is exempt from device history record review per procedure. No other reports were found against the remaining product/lot code combinations since their release to distribution. Patient x-rays were received and reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 03/10/2017 ¿ medical records received. After review of the medical records for MDR reportability, there was no new information that would affect the MDR investigation. There were x-rays provided with the medical records that were duplicates of the x-rays provided on (B)(6) 2014. The complaint was updated on: 03/29/2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).